Manufacturer narrative:
Investigation evaluation: device 1 - our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation of the returned device, the device was functionally tested. When the handle of the device was manipulated the forceps cups will open, but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. Device 2 - our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation of the returned device, the device was functionally tested. When the handle of the device was manipulated the forceps cups will open, but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. Both used devices were sent back to the supplier for further evaluation. The supplier provided the following information. Evaluation of the device determined that for the returned devices: device #1 -the returned device was tested for "would not close". During functional testing, with the device coiled in three (3), approximately eight (8) inch loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a broken solder joint. The reported defect was confirmed. Device #2- the returned device was tested for "would not close". During functional testing, with the device coiled in three (3), approximately eight (8) inch loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a broken solder joint. The reported defect was confirmed. Device #1 -failure was due to a broken solder joint. Device #2- failure was due to a broken solder joint. The device history records for packaging work order were reviewed. The assembly order was manufactured in april 2017. One relevant defect for solder joint was noted in the records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the "forceps cups will open but will not close" issue experienced by the customer was confirmed and the root cause was determined to be a broken solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instruction for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The products said to be involved was returned in open pouches from the lot number provided in the report. The label matches the product returned. Device one (1) - our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation of the returned device, the device was functionally tested. When the handle of the device was manipulated the forceps cups will open, but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. Device two (2) - our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation of the returned device, the device was functionally tested. When the handle of the device was manipulated the forceps cups will open, but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. Both used devices were sent back to the supplier for further evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During an upper endoscopy procedure, the physician used two (2) cook captura serrated large forcep-spike. The device was placed down the endoscope in the stomach, and biopsies were to be obtained; however, the forceps opened but would not close. The event occurred two times in a row. The endoscope had to be removed out of the patient and forceps manually closed to be removed from the endoscope.